Event description:
It was reported that the patient reported to a new clinic after no pacemaker follow-up since 2007 with complaints of dizziness and left-arm pain. It was also reported that the right ventricular (rv) lead had a high threshold in the bipolar configuration and no capture in unipolar. The rv lead was left in the bipolar configuration and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacemaker (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).